Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the vertical life column on the 9800 system would intermittently not work during a case. The 9800 system had to be removed and the procedure was completed with another system no pt injury was reported.